Manufacturer narrative:
The 510(k) is for first fr2 clearance. Method: device internal memory reviewed.

Event description:
Device displayed an error code that was subject to subsequent field action (B)(4).